Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/24/2015.

Event description:
According to the reporter: there is a notch cut or burn in the cannula. Its at the very tip of the cannula. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended or time.

Manufacturer narrative:
(B)(4).